Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump battery intermittent depleted quickly. There was no reported impact to customer's blood glucose level. Multiple attempts were made to follow up with the customer; however, no response from the customer was received.